Event description:
Customer reported that the insulin pump did not seem to be delivering insulin properly. Customer reported having a blood glucose level of 460 mg/dl at the time of the call. Customer reported treating with manual injections. Troubleshooting showed that the insulin pump was functioning properly. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.